Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation of the pulse generator, stored episodes of inappropriate automatic mode switch were found due to oversensing of right atrial lead noise. The patient denied experiencing any adverse effects or symptoms from the anomaly. On (B)(6) 2022, the patient presented to the hospital for a scheduled pulse generator battery change procedure. The atrial lead noise was reproducible during the preoperative check with range of motion test and intra-operatively when the pulse generator pocket was manipulated. The lead was successfully explanted and replaced. The patient's condition remained stable throughout the event and was discharged home post procedure.